Event description:
Severe eye pain and swelling. Post use of ttd eye colored contacts. I developed severe eye pain in both eyes stemming from the posterior areas of eyes. I have difficulty looking left, right, and around. My eyes are also extra sensitive to light. Reason for use: aesthetic contacts.